Manufacturer narrative:
Event date: (B)(6) 2018. Report date: 17sep2019. Failure analysis of the returned part indicates: this customer compliant was caused by an out of spec air flow sensor u1. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the device failed air flow testing at 0 slpm. There was no patient involvement.